Event description:
It was reported that a plastic impactor gradually broke down and chipped during repeated use and required replacement. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.